Event description:
The user failed a urine phosphorus proficiency survey for three samples. All results were in mg/dl. Repeat testing was performed (B) (6) 2010. Sample 1 initial result was 191.40 with an acceptable range of 76.31- 121.91. The repeat result was 104.2. Sample 2 initial result was 76.60 with an acceptable range of 28.69-45.85. The repeat result was 38.8. Sample 3 initial result was 127.80 with an acceptable range of 57.63- 92.07. The repeat result was 79.0. The user did not have any erroneous patient results or complaints from doctors. The phosphorus reagent lot number was 616734. The field service representative determined there was a blocked valve responsible for washing the sample probe. He replaced both valve banks and verified the analyzer operation by successfully producing accurate and precise calibration and controls.